Event description:
An aneurx stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm and vessel morphology were not reported. A reliant stent graft balloon catheter was used to iron out the stent graft below the flow divider. The reliant stent graft balloon catheter was placed completely within the stent graft. A 30cc syringe with 75% saline and 25% contrast was used to inflate the balloon. It was reported that after the second inflation the balloon burst. It was successfully removed from patient. The physician used another reliant stent graft balloon catheter and successfully completed the case. The reliant stent graft balloon catheter was discarded by the user facility. No clinical sequelae were reported and the patient is fine.